Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no patient demographics were provided.

Event description:
It was reported that the pump shut down during patient use. The pump shut down caused the patient's blood pressure to decrease, requiring medical intervention. The details regarding the medication to treat the hypotension was not provided. A new pump had to be obtained. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
Correction on initial report: b.3, b.5, d.11, e.1, e.3 & g.3. Additional information provided: d.10. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pcu shut down during patient use. The pump alarmed a system error in "red" and turned off. The pump shut down caused the patient's blood pressure to decrease requiring medical intervention. The details regarding the medication administered to treat the hypotension was not provided. A new pump had to be obtained. An internal investigation concluded that software failure, error code 800.8000, was noted in the device error logs. Although requested, no additional patient or event details were provided.

Event description:
It was reported that the pcu shut down during patient use. The pump alarmed a system error in "red" and turned off. The pump shut down caused the patient's blood pressure to decrease requiring medical intervention. The details regarding the medication administered to treat the hypotension was not provided. A new pump had to be obtained. An internal investigation concluded that software failure, error code 800.8000, was noted in the device error logs. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
The reported issue that the device alarmed with a system error during an infusion with the error code 800.8000, recorded in the device error log was confirmed via log analysis. The event was identified to have been the occurrence of system error code 255-16-275. The error event was induced by having performed rapid actions of closing the door and selecting the infusion start while having generated a safety clamp open alarm just prior to starting of the infusion. A system error by design will keep the actively infusing modules running at their last entered infusion parameters without the ability to make programming changes. The issue was addressed under a safety notification, dated june 12, 2017, that released a direction for use addendum. The addendum provides scenarios that can reproduce 800.8000 error events and how to avoid them. The alaris system was being used for treatment. The root cause is a known software issue where the infusion state machines are out of sync between the pcu and lvp. The effect of this is the pcu software tries to access data that is non-existent. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 27jan2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 10sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.